Event description:
It was reported that there was no capture, unacceptable thresholds, high impedance greater than 3000 ohms, and an apparent lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.